Manufacturer narrative:
Information added to d4: expiration date, d8, h4, h6: component codes, type of investigation, investigation conclusions corrected information in d9, h3 this follow-up report is being submitted to relay additional information and initially corrected information. Summary the complaint is confirmed for one (1) of one (1) roi-c anchoring plate (pn mc1005t) for the failure of intraoperative bending. This device is used for treatment. No medical records were provided with the complaint. Inspection visual inspection of the device shows that the arms on the anchoring plate are bent. The complaint is confirmed. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause the failure is most likely to occur from hard (sclerotic) bone and not using the starter awl, skipping impactor #1 and using only impactor #2, or interference with an adjacent construct (typically a caspar pin). A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that during the surgery, the anchoring plate was found deformed when its package was opened. A new anchoring plate was opened and used to successfully complete the case without any impact on the patient.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the surgery, the anchoring plate was found deformed when its package was opened. A new anchoring plate was opened and used to successfully complete the case without any impact on the patient.